Event description:
Acct reported that the set separated while on a pt in "ldr". States the pt got up to the bathroom when the set separated and the pt lost "quite a bit of blood" (moderate amount) as a result. No blood transfusion was required and no sample was available. The nurse just "re-connected" the set and flushed the line. The acct is concerned that this may happen on someone that isn't being monitored as closely and as a result more serious results could occur.